Manufacturer narrative:
No moisture damage was found on electronic or motor assemblies. The device was received with unresponsive buttons due to flattened dome switch. No button error noted. The device had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked the battery tube threads, severe scratches on display window and pump case, missing end cap sticker, and broken belt clip slot.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 280 mg/dl. The insulin pump was exposed to sweat. She was advised to disconnect from the insulin pump and revert to back-up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).